Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely imaging issue was caused by the user. However, a specific root cause was not determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition lcd monitor has the picture in picture (pip) mode activated, and he is not seeing the video from the video system center. He is using the video system center and provation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The subject device was not returned to olympus for physical evaluation. Investigation indicates that the high-definition lcd monitor port b was set to sd15 but the video connection coming from the video system center is in sdi 1. The wrong input was selected. Once the customer selected the corrected input, he was able to see the signal from the video system center. The customer was advised to toggle the picture in picture (pip) / point-of-presence (pop) button on the high-definition lcd monitor if he wants to disable the pip mode. Upon pressing the pip/pop mode the monitor will cycle through the different mode and finally disable the pip mode. Wrong input was selected, and the customer did not know how to disable the pip mode on the monitor. The no image problem was resolved over the phone with the customer at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.